Event description:
This is a follow-up report where a patient used thermacare pain relieving heatwrap on the afternoon of 2005. Pt experienced a heart attack the night the thermacare was used and the next day, pt was transported to the hospital where the thermacare heatwrap was removed by the physician in the emergency department. It was reported that patient had second and third degree burns (third degree burn event is awaiting medical confirmation regarding burn classification). A follow-up letter received 23-jun-2005, included treatment and laboratory billing for 2 months. It was reported that the consumer would need prolonged medical care and had not been medically discharged for the burns on thier back. See additional pages.

Event description:
A consumer reported that family member applied a thermacare pain relieving heatwras, back, size s/m wrap around their waist in the afternoon in 2005. Patient felt ill that evening and went to bed. The family realised next day morning that family member experienced a cardiovascular problem overnight. Consumer ws not certain if patient had a stroke. Patient was transported to the hospital and while being examined in the emergency room the physician removed the thermacare wrap and discovered blisters. The consumer reported that family member had third degree burns on their body. Patient was admittted to the hospital for conditions unrelated to the use of thermacare. Patient was still recuperating from the other problems (unclear but consumer mentioned heart and kidneys) in the hospital and was concurrently being treated for really severe burns. The case outcome was not recovered/not resolved. Past medical history included: allerty-unknown, medical history - cardiac disorder, medical history - renal disorder, exact product used previously: yes quite possibly - the reporter mentioned that family member "put a couple of those thermal pads around their waist" but did not provide a time frame; consumer also stated that "they removed them in the emergency room" as well as "well the burns came from something when they removed it". May 2005: the consumer used the thermacare pain relieving heatwraps, back size s/m wrap for the first time to treat pain lower skeletal lumbar. Patient experienced a heart attack the night the thermcare was used and was hospitalized for the heart attack and second and third degree burns on their back . Patient was still in hospital in may 2005, receiving treatments for the severe burns that patient sustained from the thermacare product. The case outcome was not recovered/resolved. Past medical history included: medical history - general physical health deterioration. Concomitant medications included "hydrocodone unspecified daily dose to treat pain. No further information was provided. June 2005: the consumer reported that thermacare heat wraps caused traumatic 2nd degree burns to their spouse lumbar region. The second degree burns were diagnosed by a physician and the severity of the burns was so extensive in nature, prolonged medical care will be needed. The consumer reported that their spouse had not been medically discharged for the burns to their back. July 2005: the consumer reported that their family member was put to bed at approximately 18:00 wearing a thermacare wrap to help relieve low back pain. The spouse checked on patient the following afternoon and found patient non-responsive. Emergency medical serivices was called and patient was transported to the emergency room where the thermacare wrap was removed. Family member was hospitalized with diagnosis of pneumonia, strike, low back burns and apparently a cardiac problem. Patient subsequently underwent extensive treatment and was released from the hospital and was currently undergoing outpatient therapy for their burns.

Event description:
This is a follow-up report where a female had back pain and was put to bed wearing a thermacare pain relieving heatwrap and she then took some methadone which was left over from a previous surgery. She was found non-responsive the following day and was transported to the emergency department by the ems. The consumer presented in the emergency department with altered mental status, aspiration pneumonia, hypoxemia, hypotension, renal failure from dehydration and rhabdomyolysis, metabolic and respiratory acidosis. The heatwrap was found in place and removed in the emergency department. She was treated and admitted for an accidental overdose of methadone where whe developed a second and third degree burn on her back from being unconscious on the heat wrap. During her stay in the hospital from apr-2005 through jun-2005, the consumer received daily treatment related to the burn including sharp debridement using a scalpel and the use of an enzymatic debriding ointment called accuzyme. Upon hospital discharge, the consumer received out-patient wound care which revealed the burn wound areas were healing with new epithelium intact and no sign of infection.

Event description:
This is an initial report where a pt used thermacare pain relieving heatwrap on the afternoon of 2005. The following day, they were transported to the hospital for an unspecified cardiovascular problem and the thermacare heatwrap was removed by the physician in the emergency department. It was reported that they had third degree burns (third degree burn event is awaiting medical confirmation regarding burn classification). The consumer was reported to be receiving in-hospital treatment both for the medical conditions related to their initial hospital admission (unrelated to the burn) and for the burn. A consumer reported that pt, applied a thermacare pain relieving heatwraps, back, size s/m wrap around their waist in the afternoon. Patient felt ill that evening and went to bed. The family realized later saturday morning that pt had experienced a cardiovascular problem overnight, family member was not certain if pt had a stroke). Pt was transported to the hospital and while being examined in the emergency room the physician removed the thermacare wrap and discovered blisters. The consumer reported that pt had third degree burns on their body. They were admitted to the hospital for conditions unrelated to the use of thermacare. Pt was still recuperating from the other problems (unclear but consumer mentioned heart and kidneys) in the hospital and was concurrently being treated for really severe burns. The case outcome was not recovered/not resolved. Past medical history included: allergy - unknown, medical history - cardiac disorder, renal disorder. Exact product used previously: yes quite possibly - the reporter mentioned that pt "put a couple of those thermal pads around their waist" but did not provide a time frame; they also stated that "they removed them in the emergency room" as well as "well the burns came from something when they removed it". No further information was provided.